Event description:
One hour after a saphenous vein harvesting procedure, large blisters developed on the skin over the evh tunnel. The pt had a 5-vessel bypass and an aortic valve replacement. The blisters encompassed three sides of the leg. The doctor describes the blistering as analagous to a second degree burn, and treated the skin with silvadene. The pt's white blood count was not elevated, the sedimentation rate was normal, and cultures of the leg were negative. The surgeon postulates that in the absence of infection, this may be a pressure effect from insufflation in a thin leg with superficial vein. The pt is doing well and ambulating. The treatment involves dressing the affected area and treating it as a burn, for approximately two months. This report is filed because medical intervention was performed and not because of device malfunction as indicated by the reporting surgeon.